Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia and insulin pump¿s new transmitter charger was stop working. The customer¿s blood glucose level was 469 mg/dl and treated with insulin. Customer has tried replacing the battery in the charger. The devices will not be returned for analysis.